Event description:
Account states that they are getting erratic sodium results for patient samples. The incorrect results have not been used to guide patient therpay. The field service rep found that the sodium electrode and tubing was bad. He repaired the instrument by replacing the electrode and the tubing.